Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with stripped battery cap(p) coin slot.

Event description:
The customer's mother reported via phone call that the insulin pump had battery cap stuck. Customer¿s blood glucose level was unknown. Customer did not report damage to lip ring of reservoir. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.